Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
During the pre-use operational check, the hospital medical engineer witnessed a battery failure alarm. There was no patient involvement reported. The service engineer observed the same alarm and found a battery failed error in the significant event log. The service engineer also confirmed that the output voltage of the lithium-ion battery was zero. The service engineer replaced the battery, which resolved the problem. The device then passed all performance verification testing.